Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The mechanical bar on the pendant was not ready and they did not see the 2d screen. They restarted the image acquisition system (ias) and mobile view station (mvs). It did not fix the issue. They did shutdown both and unplugged the system for 3-5 mins, then it worked as it should. They completed the system checkout. The manufacture date was not available at the time of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the motion control failed. The manufacturer representative was on site and noted that the system was unable to establish motion control when the system was booted back up after being moved. The status bar was unable to complete on the pendant. No patient was present.